Event description:
It was reported during a diagnostic bronchoscopy, the distal end cap of an endobronchial ultrasound (ebus) scope detached inside a patient. The particles were removed using additional suction through the bronchoscope. Despite a 5 to 10 minutes delay, the procedure was completed using the same device, and no further harm to the patient was reported.